Manufacturer narrative:
Investigation results for the returned platform: visual inspection of the returned platform showed no visible damages to the platform. A review of the autopulse platform's archive data was performed and did not confirm the reported complaint of the autopulse intermittently displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The archive data showed that no ua 7 faults occurred on the reported event date. The archive did show other multiple user advisories (ua's) on the reported event date. However, these ua's were not related to the reported complaint. The user advisories found on the reported event date were: ua 18 (max take-up revolutions exceeded) and ua 45 (not at "home" position after power-on/restart). Functional testing was performed and the reported complaint was not reproduced. The platform ran with a test manikin for approximately 15 minutes and no problems were observed. In addition, a load cell characterization test was performed and showed that the load cells were functioning properly. Based on the investigation, no parts were identified for replacement to remedy the reported complaint. In summary, the reported complaint of the autopulse intermittently displaying a ua 7 was not confirmed based on the platform archive review and during functional testing. The root cause for the ua 7 fault could not be determined. Per the autopulse maintenance guide (p/n 11653-001), ua 7 is an indication that the patient is out of position or that the patient is not properly centered. The ua 18 and ua 45 faults observed in the archive review are unrelated to the reported complaint. The root cause for these faults could not be determined. Per the autopulse maintenance guide (p/n 11653-001), ua 18 is an indication that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Please note that the customer did report patient involvement. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The platform passed all testing criteria.

Event description:
It was reported that during patient use, the autopulse platform intermittently displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. Customer reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further patient or event information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/11/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.